Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported on (B)(6) 2014, at 11:30pm, she obtained an elevated blood glucose reading of ¿326 mg/dl¿ with the subject meter. The patient informed the csr that she had expected to obtain a result of ¿250 mg/dl¿. The patient manages her diabetes with a set dose of lantus insulin and humalog insulin adjusted based on a sliding scale. The patient reported that in response to elevated result she administered 4 units of humalog insulin and 2 ½ hours later, at 2:00am, her husband woke up and noticed she was ¿shaking¿. The patient mentioned that her spouse tested her blood glucose and obtained a result of ¿42 mg/dl¿ and then gave her ¿liquid sugar (jubin)¿. At 2:20am, after treatment, she tested her blood glucose and obtained a result of ¿208 mg/dl¿ which she felt was inaccurate. She re-tested immediately after and obtained a result of ¿92 mg/dl¿, which she felt was correct. Based on statistical methodology, the calculated difference between these two consecutive blood glucose readings exceeds the expected value of less than or equal to 20 mg/dl. The patient reported that at 4am she tested her blood glucose again and obtained a result of ¿120 mg/dl¿, which she also felt was correct. The patient denied testing with any other device. At the time of troubleshooting, the patient informed the csr that she no longer had any more test strips left. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia afterwards. In addition, this complaint is also being reported because the subject meter did not meet lfs¿ precision criteria.